Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the lateral atrial heart wall, through the pericardium and into the pleural cavity. An open sternal procedure was performed and an epicardial lead was successfully implanted. This lead was explanted and is not expected to be returned for analysis. No additional adverse patient effects were reported.